Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity -requested but not provided. Race - requested but not provided. Deployment date: device not deployed. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that before use, the bypass tube was inadvertently detached from the carrier tube tip. The device was not used and another angio-seal device was used to achieve hemostasis. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The size of the sheath ancillary used was 6 fr. There was no health damage to the patient. Hemostasis was successfully achieved by the second device.